Manufacturer narrative:
Device evaluated by manufacturer: during device analysis, the following were observed. The handshake connection was under the catheter body and was unable to be retrieved. The catheter shell body was dismantled, and the catheter sheath cut in order to inspect the handshake connection. It was noted that the handshake connection was bent. The burr unit could not be wet tested due to the bend in the burrs handshake connection. The burr was microscopically examined and the annulus was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04988. It was reported that a burr became stuck on the wire. A 1.50mm rotalink¿ burr and rotawire were selected to treat the severely calcified target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID: (B)(4). It was reported that a burr became stuck on the wire. A 1.50mm rotalink¿ burr and rotawire were selected to treat the severely calcified target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).